Manufacturer narrative:
Failure analysis revealed the insulin pump was received with pump normal operating currents and no unexpected off no power or low battery alarm noted. The device passed the functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No prime/fill anomaly noted. The unit had cracked display window corner and cracked reservoir tube lip. The device was programmed with a bolus and monitored. The bolus was delivered and recorded properly in the bolus history screen. No delivery anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump is malfunctioning. The piston stops halfway through the priming process. It gets stuck and does not move. Replacing the batteries did not resolve the issue. Customer turned the device off for two hours, changed his infusion set and reservoir, but the issue persist. The device passed the self test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's blood glucose was 17 mmol/l. Nothing further reported.